Event description:
According to the initial reporter: a patient of undisclosed gender and age underwent an eus procedure in which the echotip procore high definition ultrasound biopsy needle, g34785, was used. The physician placed the needle down the scope and did everything routine. The passes were done without difficulty. When removing the needle from the scope the needle detached internally from the handle in the patient. The needle was able to be retrieved with rat-tooth forceps. Another of the same device was used to continue and complete the procedure without further complications.